Event description:
It was reported that after an acculink stent was implanted in a de novo, moderately calcified, 70% stenosed, left internal carotid artery, post-procedure, there was hypotension, secondary to baroreceptor stretching. Dopamine medication was given. The patients hospitalization was prolonged until the blood pressure stabilized. This was listed as a serious event. The hypotension resolved without an adverse patient sequela on (B)(6) 2013 and the patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.